Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID tm90p0 (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since friday the patient has been in incredible pain where the implant is located. Patient said feels like being electrocuted. The patient went to the emergency room and their healthcare provider suggested the patient turn their stimulation off. Patient said the communicator will not charge and they have been plugged in for about an hour and the light is still red. Patient mentioned that it has been 3 months since they last charged their communicator. Agent reviewed communicator charging information. Patient will continue to keep communicator plugged in to see if it will fully charge. Patient to call back if communicator light turns green. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device.